Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that one of the cables on the belt was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has not yet been completed. The reported problem (damaged cable) has not yet been confirmed. The electrode belt has not yet been returned to zoll. A supplemental report will be sent upon return and completion of evaluation. No adverse event resulted. The pt received a replacement electrode belt.